Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has been returned, but evaluation has not yet been completed. Method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: conclusion not yet available-evaluation in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One (B)(4) nim contact endotracheal tube 6.0mm, lot 0205919492 was returned for evaluation. No visible damages were noticed on the electrodes or the working length of the device. Resistance readings were taken with a fluke 21 multimeter. Resistance of each lead is to be between 1.7 and 3.7 ohms. The blue leads measured 3.2' and 3.1', and the red leads measured 3.0' and 3.1'. These readings meet the required manufacturing specification. Based on the analysis, the complaint event of not receiving a functional response could not be confirmed since the device appeared to function as intended. A cuff water test was performed to test for leaks. The cuff was inflated and submerged, and bubbles were visible indicating a leak in the cuff. Under magnification, the cuff appeared to have a pin-hole size tear close to the proximal end. The tear on the cuff appears to be most likely related with customer handling/use of the device during use.

Event description:
It was reported to medtronic that after the anesthetist inserted the emg tube, an air leak was discovered and the tube would not give functional response. There was no injury as a result of this event.